Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.812.521, lot: 4l18332, manufacturing site: hägendorf, release to warehouse date: june 21, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection the returned inner shafts show signs of use on the distal part of the instrument. The finger like catcher is bent. The proximal part is in a sound condition and shows normal signs of usage. The returned outer shaft are in a sound condition, as well, and show normal signs of usage. Functional test the returned advanced applicator components (inner and outer shaft) were assembled according to procedure. The applicator knob was not returned; however, the performed function test did not show any irregularities. Inner shaft could be assembled with outer shaft as intended. In addition, functional test was performed per 100% at the time of manufacturing with no non-conformities documented. Dimensional inspection could not be performed due to the damage incurred. Document/specification review: the instruments were manufactured according to the specifications (part# 03.812.521 in june 2019, part# 03.812.520 in may 2019). The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Final inspection was performed per 100% on these parts as per test instruction and assembly instruction. Function check involved gripping and pivoting of implant/gauge. Summary: the returned advanced applicator inner shaft was examined, and the complaint condition was able to be confirmed as the tip of the instrument was found to be bent. T-pal advanced applicator outer shaft is in a sound condition and shows normal signs of use. The investigation found no product related issues that would have contributed to this complaint condition. Unfortunately, we only have limited information in the complaint description. However, the damage occurred is determined to be post production/acceptance criterias. The exact circumstances are not known we therefore can only assume that not all steps of the surgical technique were followed correctly, which could potentially have led to this complaint. If, for example, the entry angle was not parallel to the vertebral endplates or the angle between the sagittal plane and the handle was not within the range of 10°-15° the detaching of the applicator inner shaft and the implant might become difficult. Further information / precaution hints can be found in the respective surgical techniques t-pal interbody system and t-pal spacer advanced applicator. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 during a posterior lumbar spinal fusion of the l4-5 to treat a lumbar spinal canal stenosis the applicator inner shaft was caught in the back of the intervertebral disc during the transforaminal posterior atraumatic lumbar (t-pal) implant deployment. When the surgeon rotated the inner shaft, it became distorted. Concomitant devices: applicator knob (part# 03.812.004, lot# unknown, quantity 1), applicator outer shaft (part# 03.812.001, lot# unknown, quantity 1), unknown tpal impant (part# unknown, lot# unknown, quantity 1). This report is for one (1) t-pal advanced applicator inner shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information it was revealed that the shafts were not distorted. Concomitant devices reported: applicator knob (part# 03.812.004, lot# unknown, quantity 1), applicator outer shaft (part# 03.812.001, lot# unknown, quantity 1), unknown tpal impant (part# unknown, lot# unknown, quantity 1). This complaint involves four (4) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the surgery was completed successfully without any surgical delay. Patient outcome is reported as stable. Concomitant device reported: t-pal spacer applicator knob (part# 03.812.004, lot# unknown, quantity 1); t-pal spacer applicator handle (part# 03.812.001, lot# unknown, quantity 1); t-pal advanced applicator handle (part # 03.812.520, lot # 4l26074, quantity 1); tpal implant (part# unknown, lot# unknown, quantity 1).